Event description:
It has been reported to the co that during the procedure the physician was unable to advance a stent applicator through this device. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.